Event description:
It was reported by service report that the footboard hinge plate is missing and the right siderail panels were broken. The customer does not know if there was patient involvement or if there are adverse consequences to report.